Manufacturer narrative:
Baqal, omar, et al. (2025). Inappropriate shocks from subcutaneous defibrillator in the presence of a cardiac contractility modulation device. Heart rhythm case reports, vol 11, no 12, december 2025. Https://doi.org/10.1016/j.hrcr.2025.09.012.

Event description:
It was reported per article of interest literature review that a 67-year-old man was implanted with an emblem subcutaneous implantable cardioverter defibrillator (s-ICD) for primary prevention of sudden cardiac death. He presented to the emergency department after experiencing two s-ICD shocks. Telemetry noted frequent runs of non-sustained ventricular tachycardia (nsvt). A cardiac device interrogation of his s-ICD revealed t-wave oversensing, with the patient experiencing inappropriate shocks despite spontaneous termination of nsvt. The smart pass filter was already on. During reprogramming, the s-ICD smart charge duration was increased from 3.84 seconds (14 intervals) to 4.8 seconds (17 intervals). Shock zone was increased from 230 bpm to 250 bpm. He was programmed in the primary vector. They tested all 3 sensing vectors (primary, secondary, and alternate). A change in vector and the gain setting were discussed and discouraged by technical support owing to the same or worse sensing issues compared with the primary vector. He continued to have frequent nsvt overnight. The next day, he was started on an intravenous amiodarone infusion and subsequently transitioned to oral amiodarone with a slow oral load. Patient required as-needed midodrine and arterial line placement for closer hemodynamic monitoring to facilitate hemodialysis. Over the hospital course, ventricular ectopy substantially improved with a reduction in the frequency of nsvt and improvement in hemodynamics. He was evaluated by the advanced heart failure (hf) and heart transplant team for planning of advanced hf therapies. He decided to forego aggressive medical interventions and expressed a preference for palliative care. The s-ICD system remains in service. No additional adverse patient effects were reported.